Event description:
A micu patient had an active gi bleed. A masimo pulse oximeter was not picking up o2 saturation. Multiple probes were tried on various areas of the body. The cable was changed multiple times. The monitor continued not to get a reading. The gi service was at the bedside attempting to do an endoscopy. The upper gi endoscopy was completed with difficulty due to inability to keep continuous pulse oximetry. Successful completion of the procedure was aided by changing probes and ultimately proceeding with the patient awake with no sedation. There have been multiple complaints about this o2 saturation monitoring product from the nursing staff. Follow up reveals that the masimo adhesive sensors were being used with a ge medical systems multiparameter monitor, and a ge medical systems interface cable.